Event description:
It was reported that intra-op, the patient underwent plif surgery at l4/5 level using spinal system. A cage was inserted after selecting implant size with trial but end plate of vertebra was damaged. The surgeon suspects that thickness of trial is not same with implant. The product came in contact with patient. Patient complications were reported unknown.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.